Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/ non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the patient experienced bradycardia and low blood pressure (systolic 50mm hg) during balloon pre-dilation. Post procedure, during neurological examination, the patient was unable to move their left arm and leg. There was no additional intervention performed and the patient's symptoms have completely resolved. The physician attributed the event of bradycardia to balloon dilation and stroke event to reperfusion however, the event may be embolic. Stable and adequate blood pressure is needed to drive flow reversal and provide embolic protection to the brain. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.